Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) and requested further review of this pacemaker stored electrogram (egm) due to an alert displayed that indicated high out of range pacing impedances on the right ventricular (rv) lead. Upon review of the stored daily threshold and impedance measurements, ts observed jumpy rv lead impedances that measured greater than 2000 ohms that appeared to have triggered a lead safety switch (lss) from bipolar to unipolar configurations. Further review of the stored electrogram (egm) also showed noise signals on the rv lead. It was noted that the right ventricular (rv) lead is a non-boston scientific lead. Ts discussed possible causes with the hcp. At this time, the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) and requested further review of this pacemaker stored electrogram (egm) due to an alert displayed that indicated high out of range pacing impedances on the right ventricular (rv) lead. Upon review of the stored daily threshold and impedance measurements, ts observed jumpy rv lead impedances that measured greater than 2000 ohms that appeared to have triggered a lead safety switch (lss) from bipolar to unipolar configurations. Further review of the stored electrogram (egm) also showed noise signals on the rv lead. It was noted that the right ventricular (rv) lead is a non-boston scientific lead. Ts discussed possible causes with the hcp. At this time, the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this pacemaker was explanted and replaced with a new device due to normal battery depletion (nbd). No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) and requested further review of this pacemaker stored electrogram (egm) due to an alert displayed that indicated high out of range pacing impedances on the right ventricular (rv) lead. Upon review of the stored daily threshold and impedance measurements, ts observed jumpy rv lead impedances that measured greater than 2000 ohms that appeared to have triggered a lead safety switch (lss) from bipolar to unipolar configurations. Further review of the stored electrogram (egm) also showed noise signals on the rv lead. It was noted that the right ventricular (rv) lead is a non-boston scientific lead. Ts discussed possible causes with the hcp. At this time, the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.